Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer observed (B)(6) results while using architect anti-hbs reagents. The following data was provided. (B)(6). The individual was a bone marrow transplant donor and (B)(6) results were obtained after the donation. Anti-hbs results before the donation were (B)(6), however the specific value and method were not provided. The customer believes the (B)(6) result to be correct and the customer stated the bone marrow was not rejected or transplanted due to the observed test results. No further information for the use of the donated bone marrow or potential recipient were provided. No impact to patient or donor management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, labeling review, specificity testing, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. The product was not returned. No patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Abbott link world wide was used to evaluate historical product field performance. Patient data was analyzed and compared to other lots with data reported from december 10, 2017 to june 9, 2018. The evaluation indicated that the patient median result for the complaint lot was comparable to other lots in the field. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.